Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 399 mg/dl, 208 mg/dl and 160 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated he had three glucernas in "an attempt to lower his blood sugar". No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.